Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the critical lows of narcotics were not crossing over to the vault. When the technical support specialist (tss) attempted to contact the customer, a message indicated the number had been disconnected, no voicemail could be left and the tss closed the ticket.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, medication information was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.